Event description:
It was reported that during first call, they were trying to initiate therapy but have already changed the pads and the arctic sun device. The water was heating instead of cooling, and they were not getting any flow. Currently sn# (B)(6) was being used on the patient, sn# (B)(6) was powered off. Nurse powered device back on, stated this device was giving alert 113 (reduced water temperature control) and was heating the patient. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 30.6c, chiller temperature (t4) was 26.7c, mixing pump command (mpc) was 100 percentage, pump hours were 6878, system hours were 7129. Suggested sending sn# (B)(6) to biomed labeled with not cooling and changing to another device. During second call, nurse changed back to sn# (B)(6), stated this was the device that did not had any flow. Pads and temperature probe connected to sn# (B)(6). Started therapy flow rate (fr) was 0lpm, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percentage, pump hours were 3001, system hours were 3097. Asked nurse to send sn# (B)(6) to biomed labeled with no flow. Confirmed they had a third device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "low flow due to over-lamination of foam to film due to temp controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during first call, they were trying to initiate therapy but have already changed the pads and the arctic sun device. The water was heating instead of cooling, and they were not getting any flow. Currently sn# (B)(6) was being used on the patient, sn# (B)(6) was powered off. Nurse powered device back on, stated this device was giving alert 113 (reduced water temperature control) and was heating the patient. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 30.6c, chiller temperature (t4) was 26.7c, mixing pump command (mpc) was 100 percentage, pump hours were 6878, system hours were 7129. Suggested sending sn# (B)(6) to biomed labeled with not cooling and changing to another device. During second call, nurse changed back to sn# (B)(6), stated this was the device that did not had any flow. Pads and temperature probe connected to sn# (B)(6). Started therapy flow rate (fr) was 0lpm, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percentage, pump hours were 3001, system hours were 3097. Asked nurse to send sn# (B)(6) to biomed labeled with no flow. Confirmed they had a third device.